Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years. Through follow-up with the health-care provider, it was learned that the explant was due to prosthetic aortic valve endocarditis. On inspection, the aortic valve was visualized and found to be not only degenerated, but also covered with some vegetative matter. The valve was excised and a large abscess was then identified, located between he right and left coronary cusps. The abscess did not contain pus, but rather decomposed material indicating a previous infection. The abscess cavity was cleared, but the surgeon was concerned about the adequacy of the annular tissue for valve replacement. Another edwards bioprosthetic valve was chosen as a replacement. The device was implanted satisfactory results. Additionally, the surgeon has indicated that this event was not related to a device malfunction.

Manufacturer narrative:
(B)(4) = prosthetic valve degeneration with vegetations. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Unfortunately, the edwards device was not returned. Without return of the device, an evaluation cannot be performed to confirm the reported event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon indicated the source of the infection as multiple septic embolizing.